Event description:
It was reported that cerebrospinal fluid (csf) leak occurred while the physician attempted to place a new lead. The patient experienced a slight headache post-op. Follow-up identified the patient's headache had since resolved

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.